Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) balloon never inflated. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) stated that reported issue was able to duplicate while operating when the catheter and balloon was not inserted into the unit else the unit was working without issues. No parts replaced. Completed evaluation with all functional and safety tests per manufacturer specifications. Returned unit back to customer.

Event description:
N/a.